Manufacturer narrative:
The returned catheter met the requirements for patency and leak testing. It is unknown what caused the reported event. The instructions for use that accompany the device caution that ¿local and systemic infections are not uncommon with shunting procedures.¿ a review of the manufacturing and sterilization records showed no anomalies. Additional patient information: it was later reported on october 27, 2013, that the patient¿s infection had been cured. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was admitted to the hospital on (B)(6) 2013, for cerebral trauma and hydrocephalus, and that the device was implanted several months later. According to the report, the patient¿s condition did not improve after the device was implanted. The report states that recently the patient¿s body temperature was increased and that they had an infection. Reportedly, the physician suspected the device may have caused the infection and it was therefore implanted. The report states the patient was in stable condition and receiving treatment in the hospital following the revision procedure.